Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had rejected new battery. Customer¿s blood glucose was unknown at the time of incident. Customer also stated that the insulin pump had multiple no delivery alarm and make louder noise while rewinding. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with scratched case, cracked lcd window, cracked case at the display window corner and minor scratched lcd window. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No unexpected low battery alarm, failed battery alarm, excessive no delivery alarm and rewind anomaly noted during the testing.